Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a surgery for which a magnet was applied to the device for several hours. The operating room staff did not hear tones when the magnet was used. The device was at mol-1 4 months ago. The device was interrogated and a pg fault code was observed.